Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked in multiple places, making the device difficult to use, with the user uncertain of the exact cause and suggesting the device might have been sat on. Symptoms included no physiological effects or adverse clinical signs. Outcomes included functional impairment of the device requiring replacement and temporary disruption of normal pump use. Investigation included collection of user reports, assessment of device function based on reported behavior, and logistical coordination for device return and replacement. Investigation of this device revealed physical damage to the display consistent with user-induced mechanical stress, with no evidence of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to display failure.